Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient did not require hospitalization. The cause of the peritonitis was unknown. The patient was treated with injection reflin (1g, route, frequency, and duration not reported) and injection fortum (1g, route, frequency, and duration not reported) for peritonitis. The action taken with dianeal therapies was not reported. The outcome of the event was not reported. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient had recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).